Event description:
It was reported that while using plate columbia ag 5prct sb 90mm there was contamination on five plates. There was no patient impact reported. The following information was provided by the initial reporter: "plates media contaminated. Contaminates grow on plates."

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against columbia agar with 5% sheep blood, catalog number 254071, lot number 3094165 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed, and similar complaints were identified for this catalog number; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided; however, picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. H3 other text : see h.10.